Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-14 (lot: 0011870603); product type: delivery catheter system; continuation of d10: product ID envpro-14 (lot: 0011804190); product type: delivery catheter system; date product ID evolutr-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID edwards perimount 21 millimeter; product type: heart valves; product ID safari guidewire; product type: guidewire; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve (edwards) with an inner diameter of 19 millimeter (mm), a non-medtronic guidewire (safari) was used and a stent was pre-positioned in the left artery to prevent a potential obstruction. The delivery catheter system (dcs) advanced through the anatomy with no issue. Two attempts to position the valve were made as the valve had a tendency to dislodged in a deep position. On the third deployment attempt, the valve was stable in a high position and the physician decided to release the valve during pacing. The implant depth was about 1 mm below the surgical valve ring. No coronary obstruction was observed. After final release of the valve, the valve dislodged upwards. The patient's hemodynamics were stable during the valve dislodgement and the valve was snared and positioned above the sinotubular junction (stj). A new valve was loaded and implanted at an approximately 5 mm depth. The stent in the left coronary artery was positioned and released as a chimney. A post-implant balloon aortic valvuloplasty (bav) was performed to get maximum expansion of the valve. It was noted that the valves were loaded and checked properly. No additional adverse patient effects were reported.

Manufacturer narrative:
(The dcs concomitant product was discarded). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a pre-implant bav was not performed at the outset of the procedure.

Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was not provided for anatomical review. The media files showed a dislodged valve; however, it was not possible to determine the cause of the dislodgement from the three media files provided. As stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, prosthetic valve migration/embolization. The dislodged valve was snared to the ascending aorta as visible within the provided images. The images showed a second valve was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.